Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the device trigger required excessive pressure and was difficult to use. Though the issue extended surgery time, no patient injury occurred or medical intervention required. Inspection of the received device on (B)(6) 2016 found the wire insulation close to the jaws is damaged.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and sample evaluation confirmed the reported issue. The knife would not extend or retract when the trigger was used, due to misalignment of the jaws with the knife. This issue is attributed to user error and occurs when excessive tension is placed on the jaws. Visual inspection also found the insulation close to the jaws is damaged, causing the device to fail hipot testing. Nothing in the manufacturing process has been found to cause or contribute to this damage. The investigation identified the root cause of the issue to be user error, where the insulation shows signs of damage with rough use or improper handling through a trocar. The IFU included with this product includes precautions for users to take in order to prevent both the reported and found issue. Review of the device history records for this lot found no potentially contributing factors.